Event description:
This device was at eri indication and was explanted and replaced. The lv lead was also explanted at the same time due to a micro dislodgment and high thresholds. The ra lead was also explanted at the same time due to chronic a fib and high thresholds. This device was programmed at high outputs. The hospital retained this device. Should additional information be received, this file will be updated.